Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient could not feeling anything below her hips. As a result, the device was explanted. The physician believed the symptoms were due to the patient's stenosis. The patient is recovering in a rehabilitation facility.